Event description:
Additional information indicated the high impedance was present before replacement of the stimulator and during the procedure.

Event description:
It was reported there was high impedance on electrode 1 >4,000 ohms. It was stated electrode 1 was not used for stimulation as a result of the event. It was noted the patient did not have any clinical symptoms. It was stated no actions were taken and the event was still ongoing. It was further reported the reason for the high impedance was unknown. It was stated it was unknown whether it was related to the lead or the extension.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot#: b0868021k, implanted: (B)(6) 2008, product type: lead. Product ID: 747240, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient was recovered from the event without sequelae.

Event description:
Additional information received reported that the "no actions taken" box was unchecked.

Manufacturer narrative:
(B)(4).